Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hospitalization for diabetic ketoacidosis and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system - user guide model: ust400 14421-aw rev h / 2016 checking your blood glucose 7 / pages 95, 96. Warning: "low" or "high" blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose level reached high (>500mg/dl) and the cannula may not have been inserted properly. The patient was admitted to the (B)(6) hospital and diagnosed with diabetic ketoacidosis. He was treated with an insulin drip and the pod was removed. The pod was worn between 36 and 48 hours. The patient's insulin history is as follows: (B)(6).